Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the groshong tubing was confirmed, and it appears that the tubing was damaged during use. One 4 fr s/l groshong PICC was returned for investigation. The PICC was received with the two piece connector attached and secured to the catheter. A suture wing was attached to the catheter and a leak was found 7mm proximal to the suture wing. It was reported that fluid was leaking from the puncture site, but no other leaks were identified on the catheter. The adjoining surfaces of the catheter at the leak site were microscopically examined and were noted to be glossy and striated, which is indicative of a sharp instrument cut. The state of the catheter (i.e. Stylet was removed and both connector and suture wing were attached) indicates that the catheter was damaged during use. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Do not use the device if there is any evidence of mechanical damage or leaking.¿

Event description:
It was reported that approximately 6 hours after placement, infusion was seen leaking through the puncture site. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that approximately 6 hours after placement, infusion was seen leaking through the puncture site. No patient injury was reported.